Event description:
It was reported that a user experienced elevated blood glucose readings of 401 mg/dl after a supply change and was guided through a complete supply replacement on the ilet system, with no alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user education. Investigation included technical support review and user interview. Investigation of this case revealed that the cause of the hyperglycemia was unclear and no device malfunction was confirmed. It was concluded that the event was not attributable to a confirmed device failure and that user coaching and supply replacement were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.